Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported. The surgeon observed that the hand controls were moving autonomously without any input from the surgeon. The caller was not present in the room during the incident and could not provide additional information. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed the failure analysis. During failure analysis, upon visual inspection, one of the short pins that attach the gripper pin lever to the grip shaft lever arm was found to be missing. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed verify encoder cal - wp, wy, ro and grip, grip torque margin verification post sine cycle, grip accuracy test, and gravity balance test post sine cycle - grip. The failures mentioned are likely attributed to the missing short pin. As a result of this investigation, failure analysis has concluded that component failure was found to be the probable root cause of the reported event of missing short pin.